Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
E1: facility name "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming error code 1860 indicating motor runtime, slow charge. Per reporter, the batteries were removed and replaced following a 10 second pause, but the alarm returned upon start up. Per reporter, the process was repeated, and the alarm persisted. This event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.